Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that an (B)(6), male patient underwent a left sided ischemic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a vascular dissection, which required hospitalization. During the procedure, there was difficulty advancing this smarttouch catheter. An aortic angiogram was performed and it was found that the patient had a dissected descending aorta. A vascular surgeon evaluated the patient for a treatment plan and determined that no intervention was necessary. The patient remained in stable condition. Patient stayed in the intensive care unit for three days and was then transferred to the floor. The physician was hoping to send patient home on post-operative day 4. The physician believed that the patient¿s age contributed to the adverse event. He had a lot of calcium buildup in his aorta and suspects some may have been dislodged by the catheter as it advanced. This dislodgement can cause tears in the tissue. It was noted the patient had two prior ablations; one (1) atrial flutter date unknown and 1 left sided ischemic ventricular tachycardia procedure in (B)(6) 2016.

Manufacturer narrative:
(B)(4). It was reported that an (B)(6), male patient underwent a left sided ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a vascular dissection, which required hospitalization. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter was tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the vascular dissection remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/04/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).